Event description:
Per the clinic, the patient experienced a dislodged magnet during an MRI following loss of connection to the internal device. It was noted that the clinician did not follow the manufacturer's instructions for use of MRI. Subsequently, the device was explanted on (B)(6) 2025 under general anaesthesia. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.